Manufacturer narrative:
The power module patient cable is a vendor product. Only the vendor lot number is imprinted on the device. The manufacturer¿s lot number and unique device identifier (UDI) are provided on the outer packaging of the power module patient cable; they are not imprinted on the actual device. The packaging was discarded; therefore, the manufacturer¿s UDI, manufacture date, and expiration date could not be determined. The vendor manufactures large batches of patient cables that are used across multiple left ventricular assist system kits. The patient cable is not a single use device. Approximate age of the device is unknown at this time. The lot number of the device was not provided therefore the approximate age of use cannot be calculated at this time as the manufacture date of the patient cable's lot is unknown. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that a review of the system controller event history showed a pump stoppage event on (B)(6) 2016 which appeared to have resulted from a disconnection of both power leads. The patient was asymptomatic. Review of the submitted log file by the manufacturer's technical services representative revealed that at the time of the event, the patient was connected to a power module via a power module patient cable. It was noted that the voltage levels recorded in the submitted log file were below the manufacturer's specifications of 14 volts on both the white and black power leads. The patient was issued a new power module patient cable. No further information was provided.

Manufacturer narrative:
The power module 14 volt patient cable in use at the time of the event was lost in transit and was therefore unable to be analyzed. Analysis of the submitted system controller log file confirmed the report of a pump stoppage event on (B)(6) 2016 due to a double power cable disconnect. At the timestamp of 32 days, 8 hours, and 19 minutes, the system controller appeared to be connected to a power module, but a power cable disconnect alarm was captured as active. During the following event, the system controller was captured as being connected to batteries, the pump speed was captured at 0 rpm, and the system controller's clock was reset to 0 days, 0 hours, and 0 minutes. During this event, the log file also captured a temporary decrease in the voltage values associated with both the white and black power cables. These events appeared consistent with both the white and black power cables being disconnected from external power. The length of time for which the system controller remained disconnected from power and was not supporting the pump could not be conclusively determined. During the following events, the voltage values increased, indicating that the system controller was connected to battery power and the pump speed ramped back up to the set speed. Soon after, the system controller was connected to a power module for support. Throughout the remainder of the log file, the system controller appeared to have operated the pump at the set speed without any further issues. The power module 14 volt patient cable in use at the time of the event was not available for evaluation. As a result, the root cause of the events captured in the submitted system controller log file could not be conclusively determined. The lot number of the device was not available and therefore the device history records could not be reviewed. The patient was issued a new patient cable and remained ongoing on lvad support at the time of the event. The manufacturer is closing the file on this event.